Event description:
It was reported that during a routine examination, including x-ray, it was discovered that the device separated and revision surgery was required. The surgeon, reported the event to co's sales rep, who reported it to smith & nephew, inc, in memphis. The surgeon has been contacted several times (phone), but to date has not responded, nor returned the device.